Event description:
It was reported that the customer's pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, including using different wall adapters and a charging cable, but these did not resolve the issue. Technical support instructed the customer to try charging from a different wall outlet, and eventually resolved the issue by replacing the pump. The customer was familiar with the process of putting the pump into storage mode and agreed to return the faulty pump using a prepaid label within 10 days. A backup therapy using multiple daily injections (mdi) was arranged to ensure continuous insulin delivery.